Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department and no product performance issues were identified. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event.

Event description:
On 12/20/23 a beta bionics clinical diabetes specialist (cds) reported an ilet patient was hospitalized due to high blood glucose (bg). The patient started on the ilet on friday, (B)(6)2023. On sunday (B)(6) 2023 she started having elevated bgs around 7am. The exact blood glucose level is unknown, but according to the ilet engineering logs the patient's bg rose to over 400 mg/dl. The patient was unclear of the sequence of events. She can't remember when she changed out her infusion set. She went to the hospital sunday evening due to high bgs and was admitted also having blood pressure issues. The patient was discharged on wednesday, (B)(6) 2023. On (B)(6) 2023 the cds and the patient meet over zoom. The patient restarted on the ilet. The cds re-educated the patient on how to announce meal boluses and change the dexcom continuous glucose monitor (cgm). The cds also re-educated the patient on changing the infusion set. The patient will be following up with her diabetes care team next week. The cds will also be checking in with the patient.